Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the atrial lead exhibited failure to sense. The physician elected to explant and replace the atrial lead. Eventually, the replacement procedure was abandoned due to the patient's anatomy related issues and the old atrial lead was reconnected to the patient's device. The patient was in stable condition throughout the procedure.